Manufacturer narrative:
The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionalities of the buttons were tested successfully and comply with the product specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that her infusion device made a sound like it was delivering a bolus, but she had not pressed any buttons on the device. When she checked the device, none of the buttons were functioning. She replaced the battery in the device, but the buttons continued to be nonfunctional. The patient switched to her backup device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.